Event description:
Ntx registry, study patient (B)(6) had left knee replacement on (B)(6) 2012 within the study. Complaints of pain, increased valgus and decreased walking distance since (B)(6) 2014. Tibial component subsidence was diagnosed, explantation surgery performed on (B)(6) 2014.

Manufacturer narrative:
(B)(6). An event regarding tibial baseplate subsidence involving a triathlon baseplate was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as no items were returned. -medical records received and evaluation: not performed as no medical records were provided. -device history review: the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the reported event could not be confirmed with the information that was provided. A root cause cannot be determined without medical records, x-rays, operative notes and follow-up notes.

Event description:
Ntx registry, study patient (B)(6) had left knee replacement on (B)(6) 2012 within the study. Complaints of pain, increased valgus and decreased walking distance since (B)(6) 2014. Tibial component subsidence was diagnosed, explantation surgery performed on (B)(6) 2014.

Manufacturer narrative:
It was noted that the device is not available for evaluation because it was discarded by the hospital. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.